Manufacturer narrative:
The component codes 814 fiber and 424 cap refer to the results code 642 thermal problem. Reference MFR. Report #: 2937094-2013-00308. Fiber analysis: the fiber cap was found to be drilled through. The cap was also found to exhibit detritus, char and devitrification. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure, diminished tissue vaporization efficiency was observed at 50,000 joules of use; the case was continued using a second fiber when diminished tissue vaporization efficiency was experienced at 49,000 joules of use; the case was completed using a third fiber. There was no injury reported. This report is for the second fiber.